Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to the blade. However, it is unlikely that damage occurred during the mfg process. (B)(4).

Event description:
A surgeon reported that poor cutting performance was noted during surgery. No pt harm was reported.